Manufacturer narrative:
Insulin pump passed displacement test. No button error alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, broken battery tube threads, scratched reservoir tube window, stained address label, stained serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump that they were unable to clear. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further info reported.